Event description:
The customer stated she went to urgent care due to blood glucose levels above 600 mg/dl. Prior to the event, the customer had changed the entire infusion set and used a new vial of insulin. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also stated that she may have had a bladder infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.